Event description:
This report is being filed after the subsequent review of the following journal article, hu, j., bakaeen, f., chu, d., & wall, m.j. (2008) " transverse sternal plating in secondary sternal reconstruction." The journal of thoracic and cardiovascular surgery, 136(6), 1476-1480. A retrospective study was done a veteran's administration medical center reviewing experience with transverse sternal plating using the synthes titanium sternal plating system june 2004 and june 2007. The study included 15 male patients ranging 51-68 years of age. Fourteen required sternal reconstruction and 1 required reoperation due to plate fracture. After the implantation of the titanium sternal plating system, 1 patient developed an infection which required explantation, 1 patient had a seroma which required drainage, and 1 patient had chronic pain which was managed with oral non-steroidal medication. The patient with pain opted to keep hardware implanted. This report is 1 of 2 for (B)(4). This report is for an unknown titanium sternal plating system. A copy of the journal article is being submitted with this medwatch.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Hu, j., bakaeen, f., chu, d., & wall, m.j. (2008) " transverse sternal plating in secondary sternal reconstruction." The journal of thoracic and cardiovascular surgery, 136(6), 1476-1480. This report is for an unknown titanium sternal plating system/unknown quantity/unknown lot. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.